Manufacturer narrative:
Product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 748940, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748940, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3888-33, lot# j0511420v, implanted: 2005 (B)(6); product type lead product ID 3888-33, lot# j0504284v, implanted: 2005 (B)(6); product type lead product ID 3888-33, lot# j0511420v, implanted: 2005 (B)(6); product type lead product ID 3888-33, lot# j0504284v, implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient experienced a shocking or jolting sensation. It was stated that the patient saw medtronic representative on (B)(6) 2013 for reprogramming and during reprogramming she got shocked. It was stated that the representative stated that "several leads were not working". It was stated that the patient's symptom was "acute pain". It was reported that since reprogramming the patient experiences "momentary painful shocking sensations" when turning the stimulation on which eventually subsides. It was noted that the patient was "scared" to turn stimulation on because of the shocking sensation. It was reported that the patient had a CT scan which showed that she had a "narrowing in her neck". It was stated that the patient's lead wires were "spread out" between her shoulder blades. It was not clear what that meant. It was noted that the patient takes two "vidicon" a day and the she has "chronic seizures".

Manufacturer narrative:
(B)(4).

Event description:
It was reported starting a few months ago the patient could not get her device to turn on. The patient was seeing all the lights coming on when she used her patient programmer (pp). The patient replaced her pp batteries the day prior to this report. The patient replaced the battery again and only the three left lights (neurostimulator on light, neurostimulator battery light, and programmer battery light) came on. Even though the patient's programmer indicated stimulation was on she was not feeling anything and had not for months. It was noted the patient was going to see her physician on (B)(6). The health care professional (hcp) confirmed that the cause of the event was unknown but was researching now. The patient was new to the hcp on (B)(6) 2013. A CT scan was ordered on (B)(6) 2013.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but were working with their healthcare professional or manufacturing representative. It was noted the patient had an appointment on (B)(6) 2013 and had an appointment scheduled for (B)(6) 2013. The reporter stated they were shocked during the reprogramming and several of their leads do not work.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had been having new pain in their hips and down their right leg due to several electrodes not working. The patient noted they had injections in (B)(6) 2013. The patient spoke with their health care provider (hcp) and it was determined they could not remove the leads due to scar tissue but that they may be able to add more leads however no intervention had been scheduled at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported on (B)(6) 2013 that there were high impedance measurements of greater than 4,000ohms with electrodes 5, 6 and 7. The patient experienced shocking in the device pocket when the device was turned on. The device was reprogrammed.